Event description:
It was reported that a patient underwent a total knee arthroplasty (tka) procedure on (B)(6) 2026 barbed suture was used. During surgery, it was found that the suture had frayed immediately after the product was used. Use was stopped. The product was used on the fascia. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested, but unavailable: - could you please provide the lot number?=>unk. H3 investigation summary ==> the product was returned to eth for evaluation. Visual inspection revealed that one used needle suture piece and one empty labeled winding former were received for analysis. Product code sxpp1a201. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. However upon examination of the suture revealed it was split approximately four (4) inches from the strand's end. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Given the current condition of the returned sample, no conclusion could be reached as to what caused the reported complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.